Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks. It was reported that the patient's right ventricular lead exhibited t-wave oversensing (twos) and the r-waves had been drifiting downward. Reprogramming and defibrillation threshold testing were performed. The lead remains in use. No further patient complications have been reported as a result of this event.